Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Material # 320440. Material description - syringe 0.3ml 31ga 8mm tw insulin 100ea/pk 5pk/ca. Material lot# - 3240187. Complaint description: the nurse found the plungers were sticking and when she was able to pull the plunger back, they were separating from the syringe completely as per the picture included. Notes: the product complaint mail has been attached for further reference.